Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post port device implant, an unknown guide wire allegedly punctured through the catheter, which was demonstrated on portogram. It was further reported that the superior vena cava and the right apex of the lung was also perforated, requiring a thoracotomy and another port device was implanted. The patient is reported as stable post thoracotomy procedure.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged stylet puncturing the catheter as no objective evidence has been provided to confirm any alleged deficiency with the stylet/catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The investigation for the stylet puncturing the catheter is inconclusive.

Event description:
It was reported that some time post port device implant, portogram allegedly demonstrated that the stylet had been left in the catheter after the procedure and the stylet punctured through the catheter, superior vena cava, and right apex of the lung. It was further reported that a successful thoracotomy was performed and port was replaced. The patient recovered well after the procedure.